Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 6.2, re-test: 5.4, dr's meter: 4.6; date: (B)(6)2010, inratio: 1.0, new strip lot: 1.4, clinic: 1.2. Coumadin dose was withheld for 3 days instead of the 2 days recommend by the doctor (reason why results are so low). Comparison test at the doctor's was completed within 30 minutes. New strip lot #234526.